Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the manufacturer representative (rep) reported a product defect. No further complications were reported. Additional information received reported that there were no symptoms related to the product defect/return. There were attempts to change position and using another charger.